Manufacturer narrative:
The insulin pump was unable to perform displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked and bleeding lcd glass. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of button error and battery out limit alarm. The customer's blood glucose reading was unknown. The customer stated that they gave a bolus and the pump alarmed button error. When the customer removed the battery and reinsert, the pump did not turn back on. The insulin pump will be returned for analysis.